Event description:
A surgeon reported that low efficiency/concentration of intraocular gas was observed few days after surgery in two patients. The patients experienced retinal detachment due to the event. Since the surgeon exchanged the gas no other issue was detected in further surgeries. Additional information was received from the surgeon who reported that the health conditions of all patients were resolved. Additional information has been requested but not received to date. This is one of three medical device reports.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).